Event description:
Per independent repair center statement, the irc5po2v concentrator alarm would not function. The key failure was a defective power switch. Additional malfunction was a dirty intake filter.